Event description:
It was reported that during a device change out procedure, when opening the pocket, twenty seconds of pacing inhibition occurred resulting in asystole. The device resumed pacing at the programmed rate after the temporay loss of output. The device was explanted and replaced. The patient did not experience any residual effects and would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis confirmed normal battery depletion.